Manufacturer narrative:
Results: the deliver wire and wrapping wire were fractured at approximately 174.5 cm from the proximal end. The distal portion of the fractured sep6 with the bulb was not returned for evaluation. Conclusions: evaluation of the returned sep6 revealed that the distal tip with the bulb was fractured and the wrapping wire was unwound. If the sep6 is repeatedly manipulated through tough clot burden, the distal tip may fatigue and fracture. If the distal tip of the sep6 is fractured, the wrapping wire will become unwounded. The distal fractured segment with the bulb was not returned for evaluation. Penumbra separators are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the subclavian arteries using an indigo system separator 6 (sep6), indigo system aspiration catheter 6 (cat6), and non-penumbra sheath. During the procedure, the physician completed approximately 20 to 25 cycles in the target vessel using the sep6 with the cat6 and sheath. Upon removal of all the devices from the sheath, the bulb of the sep6 unwound. The procedure ended at this point. There was no report of an adverse effect to the patient.